Event description:
Information received indicates the head section will not lower all the way down.

Manufacturer narrative:
The technician replaced the head section gas spring assembly to repair the stretcher.